Event description:
It was reported that soon after insertion of the balloon, the datascope console began to alarm. Iab was exchanged with a datascope catheter. There were no reported patient complications.